Event description:
It was reported that balloon rupture occurred. A 20mm x 2.75mmm nc quantum apex balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. Microscopic examination revealed a pinhole in the balloon 19mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there was a rupture in the balloon.

Event description:
It was reported that balloon rupture occurred. A 20mm x 2.75mmm nc quantum apex balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.